Event description:
It was reported that kit grp a strep 30 test veritor there were several negative results obtained when they were expecting positives on patient samples based off of the visual read. The following information was provided by the initial reporter: customer reporting false positive results for product 256040. The veritor test cartridge presented multiple lines based off of the visual read, but the analyzer reported negative.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation: yes. Returned to manufacturer on: 27-apr-2023. H6. This statement summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ when using kit grp a strep 30 test veritor (material # 256040), batch number 2153459. Customer reported that the veritor test cartridge presented multiple lines based on the visual read, but the analyzer reported negative. Bd representative informed the customer that the red lines are not what the reader uses and that they aren't a reflection of the results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information it was understood that the customer had performed the test and received a valid result (negative). Customer tried to interpret the result visually because they saw there were multiple lines on the cartridge, and they expected a positive result based on the visual read of the cartridge. This test has never been designed to be read visually; the test results need to be analyzed through the bd analyzer. Batch history record (bhr) review and retain sample testing could not be performed as no actual product allegation was identified. Positive and negative control swab tests were performed on the devices returned. All devices tested had typical intended results and no relevant issues were identified. This complaint was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. No corrective actions were taken at this time. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit grp a strep 30 test veritor there were several negative results obtained when they were expecting positives on patient samples based off of the visual read. The following information was provided by the initial reporter: customer reporting false positive results for product 256040. The veritor test cartridge presented multiple lines based off of the visual read, but the analyzer reported negative.